Event description:
Procedure: lap chole. According to the reporter: allegedly, the pt had a very difficult recovery from the procedure performed in (B)(6), 2009. The pt allegedly experienced a biliary leak and drains were inserted. The pt fully recovered from surgery. Post-operatively in (B)(6), 2009, the pt was hospitalized for abdominal pain. The cause of the pain could not be determined. The pt was told this was the result of irritable bowel syndrome, which she had prior to the surgery. The pt continued to go to many ER's with the same problem and visited a specialty clinic, (B)(6), for gastro. When the pt visited the other facilities, the findings were that her condition was not connected to the lap chole surgery.

Manufacturer narrative:
(B)(4).